Event description:
On (B)(6) 2012, the reporter contacted animas to report the pump would not power on after it had been exposed to swimming pool water. The patient replaced the battery, and found water in the battery compartment. The battery cap was secure and tight, and there was no damage or corrosion seen in the battery compartment. The issue was not resolved. There was no patient injury associated with this issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 07/01/2012 device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there was visible moisture in the display lens. When powered on, the verify screen appears with missing lines. There is no audible sound or vibratory alarm. The pump emitted a replace battery alarm during the rewind phase. Leak testing was performed resulting in keypad leak. The pump cover was removed for investigation and revealed moisture present inside the pump. Investigation of the complaint of power loss was unable to be completed due to moisture inside the pump.